Event description:
"The treo 15x100 leg extension was advanced over a nitrex wire up the left iliac and into the contra gate of the main body of the treo graft. The leg ext met resistance and the mid delivery tip was seen pushing against the medial upper portion fabric of the contract gate and would not advance further. A 14fr gore dryseal sheath was inserted over a amplatz super stiff wire and advance into the contra gate. The leg extension was advanced into the dryseal sheath into the contra gate and met resistance and would not advance. The dryseal sheath was then advanced up into the main body of the graft and the leg extension was able to advance with some slight resistance into the proper location above the max overlap marker and deployed. The delivery system was kept and will be returned." Patient outcome: "the graft was deployed successfully. There was no injury to the patient."

Event description:
"The treo 15x100 leg extension was advanced over a nitrex wire up the left iliac, and into the contra gate of the main body of the treo graft. The leg ext met resistance, and the mid delivery tip was seen pushing against the medial upper portion fabric of the contract gate and would not advance further. A 14fr gore dry seal sheath was inserted over a amplatz super stiff wire, and advance into the contra gate. The leg extension was advanced into the dry seal sheath into the contra gate and met resistance and would not advance. The dry seal sheath was then advanced up into the main body of the graft and the leg extension was able to advance with some slight resistance into the proper location above the max overlap marker and deployed. The delivery system was kept and will be returned." Patient outcome: "the graft was deployed successfully. There was no injury to the patient."